Event description:
It was reported that the customer had low bgs. The programming and histories on the pump were not accurate. The contact stated that the pump delivered insulin on its own in two differenct occasions. The family member indicated that patient did not program the amounts. The paramedics were called due to customer's low bgs. Troubleshooting was performed. The pump passed the test and the insulin exited. However, the high-pressure test did not pass due to a leak found at the connection between the reservoir and the set. The reservoir and the set were changed and the high-pressure test was performed.